Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a volume discrepancy at a refill appointment. Cs reported that 3.7mls were expected and 18mls were aspirated. The patient does not use a ptc, has had no recent MRI exposure and no recent falls or traumas to the pump site. Additional communication confirmed that a catheter dye study was performed in which the catheter was determined to be patent. Additional communication confirmed that the patient's pump was explanted. A bolus was run on the back table once the pump was explanted and a bead was observed. Cs also reported that the physician confirmed csf flow through the catheter after the pump was removed.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within designed specification. No issue was found with the pump. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a volume discrepancy at a refill appointment. Cs reported that 3.7mls were expected and 18mls were aspirated. The patient does not use a ptc, has had no recent MRI exposure and no recent falls or traumas to the pump site. Additional communication confirmed that a catheter dye study was performed in which the catheter was determined to be patent. Additional communication confirmed that the patient's pump was explanted. A bolus was run on the back table once the pump was explanted and a bead was observed. Cs also reported that the physician confirmed csf flow through the catheter after the pump was removed.

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).